Event description:
The instruments were used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon claims each of the 4 atw35 staples would fire twice then lock out and not allow further firings. Surgeon has had extensive experience with the firing sequence. Ther was no consequence to pt.

Manufacturer narrative:
Visual inspections & results: any other noticeable damage abcd n/a, batch number abcd n/a, cartide pan in place/condition abcd n/a, condition of drivers abcd n/a, lockout tabs on pan condition abcd n/a, postion/condition of wedge sleds abcd n/a. Functional tests & results: condition of clamp first lockout abcd good, condition of clamping mechanism abcd n/a, condition of firing mechanism abc good d bent knick, is hyper lockout condition present abcd no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly "locked out" during surgery. Instruments a, b & c were returned in good physical condition. Instrument d was returned with a bent/nicked knife, but was otherwise in good physical condition. Instruments a, b, & c were cylced, fired, cut, and formed the staples within design specification. Instrument d was cycled, fied, and formed the staples within design specification, but had a rough cut due to the nicked knife. When instrument d was cycled, the articulation knob broke off. No conclusion could be reached as to how instrument d had become damaged. It was concluded that instruments a, b, & c were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.